Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to metallosis. The modular head was removed and replaced with active articulation. During the revision, they had a difficult time removing the head which resulted in a one hour delay in the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.